Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: health effect - impact code, health effect clinical code, type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of increased gradients and central regurgitation were confirmed based on the provided medical records. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. Valve thrombosis is the formation of blood clots on the valve. These clots can significantly impact functionality of the valve including proper leaflet coaptation, which can result in increased gradients or stenosis. In this case, post-dilation was performed, leading to better expansion of the thv per medical record review, which indicates that the thv was potentially under-expanded. Under expanded valve could lead to reduction in the effective orifice area (eoa), and it could obstruct the blood blow across the valve, resulting in increased gradients as reported. In addition, per medical records, the patient had a medical history of chronic kidney disease. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. The medical records also indicate that central regurgitation was observed after post-dilation with a 23mm non-edwards inflation device was performed to address increased gradients. Post-dilation can increase the risk to over expand the valve, which could prevent the leaflets from opening and closing properly, leading to central regurgitation as reported. As such, available information suggests that procedural factors (under-expanded thv, post-dilation) and/or patient factors (chronic kidney disease) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of increased gradient was unable to be confirmed due to unavailability of relevant imagery or medical records. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. According to the technical summary, extensive investigations have shown that stenosis or increased gradient events for the s3, s3u, and s3ur valves post-implantation are not associated with device malfunctions or manufacturing non-conformances. Historically, these events have been due to patient factors (such as atherosclerosis, thrombosis, endocarditis, rheumatic fever, and pannus formation) and procedural factors (such as under-deployed valves, valve size selection, and patient-prosthesis mismatch). However, due to insufficient information, a definitive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years post transseptal tmvr procedure with a 23mm sapien 3 ultra valve in a surgical ring, the patient presented with a high gradient (15mmhg per echocardiogram). A 23mm true balloon was inflated to 12atm and the valve was noted to have better expansion inside the mitral ring. The patient did well and was transferred to recovery.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the clinical specialist. Sections b4, b5, g3, g6, h2 and h6: health effect - impact code have been updated. Additions to sections b5 and h6: health effect - impact code.

Event description:
Additional information provided per the hospital indicating the 23mm sapien 3 ultra valve was was explanted. A 27mm surgical valve was implanted in the mitral position and a 29mm surgical valve implanted in the tricuspid position.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, g3, g6, h2, h6: type of investigation and investigation conclusions have been updated. Addition to section h6: type of investigation. Corrections to section h6: investigation conclusions.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b4, b5, b7, g3, g6, h2 and h6: device code(s) have been updated. The investigation is ongoing.

Event description:
According to the provided medical records, the patient presented with shortness of breath. Diagnosis was a mean gradient across the valve of 8.3mmhg with mild central mitral regurgitation. A successful mitral balloon valvuloplasty was performed with reduction in mean gradient from 13mmhg to 6mmhg, and mild mitral regurgitation.